Manufacturer narrative:
The product in complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have lead to the adverse event reported. Complaints will continue to be monitored for any trends.

Event description:
It was reported that an asymptomatic (B)(6) female patient underwent a right transcarotid artery revascularization procedure on (B)(6) 2019. The physician took a few angio pictures and could see that there was a dissection. The physician decided to close the artery and attempted to restick the common carotid artery (cca). Upon doing so, the physician cut the cca and got very little bleed back through the hub of the needle. The physician decided to convert to a carotid endarterectomy (cea). The patient was fine at the end of the case. No additional details were provided.